Event description:
It was reported that the patient's device migrated and began to erode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). Review of quality records.

Event description:
Infection was also reported.